Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited multiple alarms while supporting a patient at the (B)(6). The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no anomalies. The patient file was copied and reviewed, and various alarms were observed. However, none of the alarms were indicative of a device malfunction. The two persistent alarms (left fill volume high and right fill volume high alarms) were most likely the alarms that prompted the customer to return the driver. However, these alarms do not indicate a device malfunction and are heavily influenced by patient condition. Patient file review of customer settings indicated that no attempt was made by the clinical staff to adjust device parameters. The driver performed as intended during investigation testing, and there was no evidence of a device malfunction. The customer-reported alarms posed a low risk to the patient because the driver continued to provide its life-sustaining functions. The driver was serviced before being released to finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the companion 2 driver exhibited multiple alarms while supporting a patient at the (B)(6). The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited multiple alarms, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.